Event description:
In the middle of a run, the sample probe stopped in a cup. The user reset the analyzer and resumed operation. It was noted one sample gave a sodium result of 134 mmol/l; upon repeat, result was 142 mmol/l. The repeat result was reported. The field service rep could not find a cause and noted he checked the sampling position for ise and the alignment was good. Additionally he noted the ise probe was not entirely in the rinse station water and the diluent dispense nozzle was dirty. He adjusted the rinse station and cleaned the nozzle. Performance tests were performed and within spec.